Event description:
It was reported that bd. The following information was provided by the initial reporter, translated from chinese to english. On (B)(6) 2023, the child needed to be injected. When the nurse opened the syringe package to aspirate the liquid, the needle leaked, and she carefully checked that there were cracks on the side wall.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 301940 and lot number 2110222. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture, a crack was observed in the barrel component. An exact cause could not be determined for the cracked barrel at this time. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects any defects identified. It is possible that this damaged syringe resulted from a blockage in the barrel feeding process that then went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.